Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. No UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided, only the lot number of the module (lot #3000491697) is available. Since the module is built into more than one set, the exact UDI number for the set is not available. However, the device identifier (di) for the module is 04058863080383.

Event description:
The event occurred in the USA during patient treatment. It was reported that on (B)(6) 2025, a patient was cannulated for support with an hls set and a cardiohelp device. After one hour after the patient was connected, pressure issues occurred. Delta p was rising rapidly, first deltap rose to 70mmhg and kept rising higher to 100mmhg. The decision was made to exchange the hls set. After the replacement of the hls set deltap went back normal range and was not rising anymore. There was no malfunction regarding the involved cardiohelp device. Further, the customer confirmed that the patient was doing well. No abnormalities were found during priming procedure of the hls set, which was performed on (B)(6) 2025. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user and the hls set was replaced during the patient¿s treatment a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in the USA during patient treatment. It was reported that on (B)(6) 2025 a patient was cannulated for support with an hls set and a cardiohelp device. After one hour after the patient was connected, pressure issues occurred. Delta p was rising rapidly, first deltap rose to 70mmhg and kept rising higher to 100mmhg. The decision was made to exchange the hls set. After the replacement of the hls set deltap went back normal range and was not rising anymore. There was no malfunction regarding the involved cardiohelp device. Further, the customer confirmed that the patient was doing well. No abnormalities were found during priming procedure of the hls set, which was performed on (B)(6) 2025. No harm to any person has been reported. As the hls set was replaced during the patient¿s treatment a report is required. The affected hls set was investigated in the getinge laboratory on 2026-03-02 with the following conclusion: the reported failure could neither be reproduced, nor confirmed during the investigation, no increase in delta p value could be detected. The visual inspection did not reveal any technical defects, damages or other deviations that would indicate a malfunction of the sensor system. In addition, no malfunctions were observed either during the functional test of the sensor system. As the failure could not be reproduced, the exact root cause remains unknown. According to the instruction for use (hls set, chapter "preparation and installation") the pressure sensors have to be checked before priming. In general, it should be noted that pre-priming can have a negative impact on the sensor function and the associated pressure values and can lead to the output of unexpected / implausible pressure values shortly before use, as indicated in chapter "priming the system", where it says "only fill the system shortly before use and in accordance with the priming instructions. Calibration values are lost when the drive unit is switched off". Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The production records of the affected product were reviewed on 2026-03-02. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "pressure issues - high delta p" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).